Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). The lead was returned. No analysis was performed as reported allegations of infection was known inherent risk of device.

Event description:
It was reported that this ventricular lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ventricular lead was explanted.